Manufacturer narrative:
Concomitant medical products: product ID: 977a260; serial#: (B)(4); implanted: (B)(6) 2017; product type: lead. Product ID: 977a260; serial#: (B)(4); implanted: (B)(6) 2016; product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-aug-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 29-feb-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and spinal pain indications. The patient (pt) noted they had been trying to call for a month and would be put on hold and pt was wondering why they did not have their implant serial number; pt accidently lost their medtronic ID card and no one answers the pt. The pt was set to have and MRI and they needed the serial numbers and something else. Ps reviewed with pt their implant leads and ins drs information. The pts pain doctor thought the leads was detached and that's why they are doing MRI to see if something disconnected or not. Pt thought 1 or 2 years ago they had some thing revised (after clarification ps understood a lead revision) and no one could take it out other than dr. (B)(6). Pt was having problems because sometimes it was so painful they could only lay on their stomach and they could not lay on their right side or their back. Pt got severe pain and wake up since they could only lay on their tummy. When pt had their wires revised they put the wires on the back and put new one in for it was severely painful and took months. Pt thought the wires were disconnected on the right side and needed to be taken out but it was painful to take out since. The pt had 2 rods pulled in their back and another one was put in. Pt said it was shocking them so they took it out. Pt had not been to any hcp since they had not been using the ins. 2 or 3 years ago when the pt turned their ins on they got a shock thing and decided to not use the ins. The ins really worked for a year or so then no longer worked. Pt fell and forgot a lot and don't remember when second was revised since they had neurology problems but when asked for an event date pt said it was shocking them before and had to revise it and don't have shocking now since they revise the wires. The pt was trying to get in contact with dr. (B)(6) since they told the pt they would not try to put another ins in but they could take it out. Pt had fatty tissue around the ins and wires. Pt currently had no managing hcp other than dr. (B)(6) who did the implant and revision surgeries. Pt noted they had no more problems for all they had was shooting pain from the spasms from their back and not the ins it self. During call pt was very confused and confusing to the ps agent. Pt mentioned they had a (B)(6) in 2013 and they had to do a revision. A (B)(6) took the wires out and put new ones in. Email was sent to update pts address and send new ID card.